Event description:
It was reported that a hardware removal procedure involving a distal fibula was performed on (B)(6) 2015. The patient was admitted via the emergency room due infection and pain. No damaged parts were noted during the explant procedure, which also included the removal of an arthrex knotless tightrope. The surgeon used an external fixator on the fractured ankle during revision. There was no delay reported in the surgery. This report is 2 of 7 for com-(B)(4).

Manufacturer narrative:
Patient medical record number: (B)(6). Date of onset for pain and infection is unknown. (B)(4). Original implant procedure was performed on an unknown date approximately two (2) to three (3) weeks prior to the revision procedure on (B)(6) 2015. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.